Event description:
The graft was implanted for a femoral-popliteal bypass procedure. After exposing the popliteal artery, during suturing the anastomosis, the graft wall tore. The physician stopped the suturing and cut the graft's torn section off, re-fitting for a new anastomosis. For the second anastomosis, the physician took closer suture bites for better firmness fo the anastomosis. Closure was as usual. The graft was successfully implanted. No blood was lost during the procedure. The clinical outcome of the case was reported as good. The pt's post-operative condition was reported as good. In 9 week later the pt returned due to bleeding. The physician opened the leg again and observed that the bleeding was coming from the other end of the graft, which had torn out there as well, not from the side where there was the first problem on the event day. After stopping the bleeding the physician took closer suture bites for better firmness of the anastomosis. The graft remained implanted. The clinical outcome and pt's post-operative condition for the second procedure were both reported as good. The pt is in good condition. Based upon the complaint info received it appears, at this time, that the doctors elected to leave the graft in.

Event description:
In 6/2005, co received the following additional information: the doctor did not use a cutting needle. The graft was trimmed with scissors. Typically, the suture is placed 1mm to 3mm from the graft's end. The suture spacing is 1mm to 2mm apart. The anastomosis is oblique and the tip of the graft is gently rounded.